Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional exhibits signs of repeated use and the post feature has fractured off. All pieces were returned for evaluation. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, during a knee procedure the provisional was fractured when the surgeon tried to insert it for trailing. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time